Manufacturer narrative:
Concomitant medical products: competitor ICD implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and the right atrial (ra) lead were removed due to an infection. No further patient complications have been reported as a result of this event.